Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tenderness after the patient's cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to oversensing during a nerve ablation procedure using an electrical current. The crt-d remains in use. No further patient complications have been reported as a result of this event.